Manufacturer narrative:
The reported events were inadequate capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that right atrial lead exhibited high capture threshold and the helix failed to extend. The lead was not used and replaced during procedure. There were no patient consequences.